Event description:
It was reported that the lead exhibited poor thresholds. An attempt to reposition the lead was unsuccessful. Therefore, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.